Event description:
Other reportable incident. Malfunction (device breakage). This is a spontaneous case report received from a medical doctor in united states on 08-sep-2015 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2015 with lot number c95074. It was reported that one coil snagged on scope and was removed in pieces, other coil was bent. Bilateral placement was not achieved. The patient had no injury. No further information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt to insert essure (fallopian tube occlusion insert) and during the procedure one coil snagged on scope and was removed in pieces. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. In the present case, during insertion one coil snagged on scope and was removed in pieces, other coil was bent. Bilateral placement was not achieved. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information have been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 30-dec-2015 follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt to insert essure (fallopian tube occlusion insert) and during the procedure one coil snagged on scope and was removed in pieces. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertions, single cases of device breakage have been reported. In the present case, during insertion one coil snagged on scope and was removed in pieces, other coil was bent. Bilateral placement was not achieved. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Ptc investigation result was received on 01-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record c95074 (production date 13-aug-2014 and expiration date 31-aug-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and bent tip is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of an unsuccessful device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt to insert essure (fallopian tube occlusion insert) and during the procedure one coil snagged on scope and was removed in pieces. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertions, single cases of device breakage have been reported. In the present case, during insertion one coil snagged on scope and was removed in pieces, other coil was bent. Bilateral placement was not achieved. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.